Manufacturer narrative:
On 03/07/2014, the field service engineer (fse) evaluated the analyzer and performed dead volume adjustment on the r1 reagent probe. The fse aligned the r1 probe diving depth to within specifications. The fse used the reagent alignment jig per the service manual to adjust the dead volume for reagent packs. This involves changing the vertical pulses to the reagent probes. The failure mode of this event was non-aspiration of the r1 reagent. The analyzer did not effectively alarm to notify the customer of reagent being short.

Event description:
A customer reported erroneous high hdl (high density lipoprotein) test results were generated for nine patient samples when using the au5800 clinical chemistry analyzer. Some of the erroneous test results were reported out of the laboratory. There was no impact to patient treatment. There was no death or injury reported for this event.